Event description:
It was reported that the device was nearing elective replacement indicator (eri). The device was explanted and replaced. During explant, it was noted that the header was cracked. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis indicated battery depletion-normal. It was noted that the connector was loose/detached.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.